Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/17/2024. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. A needle suture piece was received for analysis that belong to product code ep8741h. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle and it was broken at the swage area. The suture was examined, and the end of the suture was noted to be cut probably caused by a surgical instrument. The other section of the suture was not returned for analysis. Per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch sjbjxp batch uabjsd a manufacturing record evaluation was performed for the finished device batch sjbjxp, ep8741h and no non-conformances were identified. Mfg. Date - 08/28/2022 exp. Date - 07/31/2027 UDI:(B)(4). A manufacturing record evaluation was performed for the finished device batch uabjsd, ep8741h and no non-conformances were identified. Mfg. Date - 01/31/2024 exp. Date - 12/31/2028 UDI: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a coronary artery bypass grafting: CABG procedure on (B)(6) 2024 and suture was used. During continuous suturing, the doctor said that the suture was frayed. The operation time was extended within 30 minutes. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? No. If possible, please confirm the lot number of the product used uabjsd or sjbjxp? Sorry, both are the possible numbers. Additional information: d4: the actual device batch number associated with this event is not known. The following are the possible batch numbers: sjbjxp, uabjsd. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.